Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2023, it was reported that the infusion set's tubing got detached. The pump was not dropped with the set connected to patient's body. No further information was available.